Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he had two sensors he had issues with. Customer's blood glucose was 6.2 mmol/l. One of the sensors made the customer bleed a lot and was unable to connect to the insulin pump. The second sensor, customer believes the sensor retracted into the needle hub. Customer agreed to return the sensors for further analysis.